Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. The exact implant date was not provided. The implant date is on or about 2006. Occupation: other, senior counsel, litigation the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to embedment of filter and perforation of the vena cava filter.. A computed tomography (CT) scan revealed that the filter struts had perforated the vena caval wall. The report also states that there is a grade one perforation of the vena cava wall, the filter is embedded and it was recommended that filter removal not be attempted. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Event: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to embedment of filter and perforation of the vena cava filter. At some point post-implant, a computed tomography (CT) scan was performed and revealed that the filter struts had perforated the vena caval wall. The report also states that there is a grade one perforation of the vena cava wall, the filter is embedded, and it was recommended that filter removal not be attempted. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that approximately eleven years after the index procedure the patient became aware of the reported event of perforation of the filter struts outside of the inferior vena cava. The form also states that the patient continues to experience lower leg blood clots which result in swelling and pain.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to embedment of filter and perforation of the vena cava filter. At some point post-implant, a computed tomography (CT) scan was performed and revealed that the filter struts had perforated the vena caval wall. The report also states that there is a grade one perforation of the vena cava wall, the filter is embedded, and it was recommended that filter removal not be attempted. Additional information indicated that approximately eleven years after the index procedure the patient became aware of the reported event of perforation of the filter struts outside of the inferior vena cava. The form also states that the patient continues to experience lower leg blood clots which result in swelling and pain. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.